Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The electrodes were out. While doing an impedance check on (B)(6) 2018, the rep noticed that electrodes 7, 8, 9, 10, 12, and 14 were out of range over 10,000 ohms. The environmental/external/patient factors that may have led or contributed to the issue include that patient falling years ago. The rep checked back in their records and at their last visit electrode number 10 was out of range at their last visit over a year ago. The rep reprogrammed around those electrodes which resolved the issue. The patient was noted to be alive with no injury. No further complications were reported or anticipated.